Event description:
This event was captured based on literature review. It was reported through a research article identifying xience v that may be related to the following: limited carina shift, longitudinal stent deformation, distal edge dissections, and proximal stent malposition. Specific patient information is documented as unknown. Details are listed in the attached article, titled characteristics of drug-eluting stent platforms potentially influencing bifurcated lesion procedure.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. \article, characteristics of drug-eluting stent platforms potentially influencing bifurcated lesion provisiona.